Event description:
Reportedly, the patient had a home monitor that worked correctly, but after a few time, the transmission doesn't work anymore. Another home monitor was sent to the patient and it did not resolve the issue. On (B)(6) 2025, the telemetry head of the monitor (white) could not connect to device while it worked with a programmer.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. The returned monitor ((B)(6)) works correctly, is able to pair with devices and to connect to the back-office. Review of the event logs shows that for both monitor, user errors caused the reported event. Regarding the (B)(6), we can see that the monitor was shut down while it was successfully booting. We also see traces of detections with the telemetry head. Regarding the (B)(6), we can see that the telemetry head was removed multiple times before the end of interrogation, causing communication issues and loss of connection. These elements indicates that both devices are functioning normally. No other errors are visible on the logs. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient had a home monitor that worked correctly, but after a few times, the transmission doesn't work anymore. Another home monitor was sent to the patient and it did not resolve the issue. On (B)(6) 2025, the telemetry head of the monitor (white) could not connect to device while it worked with a programmer.